Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a portion of the touchscreen became unresponsive. Reportedly, the "options" button and the "next" button during the load process are not responsive to presses. Customer had elevated blood glucose levels (530 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump and has back up manual injections if needed for continued insulin therapy.